Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019 . Philips technical support confirmed the reported issue via troubleshooting. The customer was sent a o2 sensor and the filter was replaced. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the oxygen sensor and omni filter were defective. The customer was sent a o2 sensor and the filter was replaced. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.